Event description:
It was reported by service report that the breakaway head section would not always lock into place. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Other: bent release crossbar on the breakaway head section.